Event description:
The customer repeated phosphorus results for an unknown number of patients after a physician questioned the results. The customer found 22 phosphorus patient results that required corrected reports be issued. He provided phosphorus results for 12 of the patients, eight were found to be discrepant. Patient 1, initial result was 13.4 mg/dl. The sample repeated on same analyzer gave 5.0 mg/dl. Patient 2, initial result was 8.0 mg/dl. The sample repeated on same analyzer gave 3.1 mg/dl. Patient 3, initial result was 5.9 mg/dl. The sample repeated on same analyzer gave 3.7 mg/dl. Patient 4, initial result was 8.0 mg/dl. The sample repeated on same analyzer gave 3.8 mg/dl. Patient 5, initial result was 5.0 mg/dl. The sample repeated on same analyzer gave 3.3 mg/dl. Patient 6, initial result was 8.8 mg/dl. The sample repeated on same analyzer gave 3.0 mg/dl. Patient 7, initial result was 5.7 mg/dl. The sample repeated on same analyzer gave 3.4 mg/dl. Patient 8, initial result was 6.2 mg/dl. The sample repeated on same analyzer gave 3.8 mg/dl. The initial phosphorus results were reported outside the laboratory. No patients were adversely affected due to the erroneous results. The phosphorus reagent lot number was not provided. The field service representative found a misadjusted reagent probe was the cause of the discrepancies and he adjusted the probe. The field service representative also flushed all the probes, replaced pipettor seals, verified rinse unit dispense levels and gear pump pressure. The customer ran calibration and quality control, all results were acceptable. A precision study for phosphorus was also performed.